Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1319211. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-11-15. Medical device lot #: 1288688. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-10-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® edta 2k anunusual form of spray-coated edta. This event occurred 4 times. The following information was provided by the initial reporter: this is a report about an unusual form of spray-coated edta. The customer reported as follows: spray-coated edta seems to be melted and is becoming a liquid form. We have a concern about the product quality and would thus like to ask bd to prove that there is no problem in the product quality (performance) under this condition.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-13. H.6. Investigation summary: bd received 1 sample from lot 1319211, 1 sample from lot 1288688, and 5 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and the issue of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements

Event description:
It was reported before using bd vacutainer® edta 2k "an unusual" form of spray-coated edta. This event occurred 4 times. The following information was provided by the initial reporter: this is a report about an unusual form of spray-coated edta. The customer reported as follows: spray-coated edta seems to be melted and is becoming a liquid form. We have a concern about the product quality and would thus like to ask bd to prove that there is no problem in the product quality (performance) under this condition.